Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon catheter noted contrast on the hypotube, which is consistent with handling. The balloon was still tightly folded. The hypotube was separated at the distal end of the nose piece, confirming the reported complaint. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing. There was also a kink in the strain relief tubing at the distal end of the nose piece. Additionally, there were three kinks in the shaft distal to the guide wire exit notch and multiple bends throughout the entire length of the hypotube. However, since the additional kinks and bends were not originally reported in the case description, this damage likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. Potential factors that can contribute shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. In this case, as there was no report of any damage noted during removal from the packaging, the shaft may have become inadvertently kinked from handling during preparation for use. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported that after the shaft kinked, an attempt was made to introduce the trek into the anatomy when the proximal shaft separated. It should be noted that the instructions for use states, prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this instance, attempting to advance the device after the shaft was observed to be kinked likely contributed to the reported shaft separation. To assure that all products perform according to specification, all balloon catheters are 100% visually inspected for kinks online during the manufacturing process and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. During preparation of the 2.5 x 8 mm trek balloon, it was observed that the proximal shaft was kinked. An attempt was made to introduce the trek into the anatomy; however, the proximal shaft separated outside the anatomy. The device was easily removed and there were no adverse patient effects. No additional information was provided.